Manufacturer narrative:
The insulin pump passed displacement test and unexpected restart error test. No error alarm noted. The device was received with intermittent button response due to corroded keypad traces. No button error alarm. Device was received cracked case display window corner. The insulin pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and button error alarm. The blood glucose at the time of the incident was 119 mg/dl. Troubleshooting was performed. The device was returned for analysis.